Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician verified that the temperature module did not have power lights on and that no temperatures would show when test plugs were inserted. There was an "er01" error message displayed in the temperature window. The iii/IV pressure channels flashed "cal". The technician replaced the temperature module and this corrected all the observed problems. The technician performed pressure calibrations and verified that the temperatures were calibrated. (B)(4).

Event description:
On (B)(6) 2012, (B)(6) hospital reported that for the hl20, prc 20-121, 2 pumps console (article number: 70102.8583, serial number: (B)(4)) the temperatures and pressures were not working. (B)(4).